Event description:
It was reported that the trial worked well and the device worked well for two to three weeks after implant. Then the loop on the lead came ¿undone.¿ there was a revision but it had not worked right since that time. The patient¿s pain level was down to a three out of ten when it was implanted, but was a six or seven on the day of the report. It was noted that the patient¿s back was not receiving as much pain relief. The patient¿s status was unknown. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Product ID 39565-65 lot# serial# (B)(4), implanted: 2011 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the 'loop' was implanted incorrectly and was not 'tacked down,' which had caused the patient 'issues.' It was noted that the loop had come undone and was coming through the patient's skin. It was noted that the issue with the loop had started about 3 months after the device was implanted. It was noted that 4 months post-implant, the system was reimplanted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that since the patient had the implant, it hadn't worked right two weeks after permanent implant. An x-ray was done in (B)(6) 2012 and it was discovered that the leads didn't have a loop in them to tack down and it wasn't done correctly. It was noted that when the x-ray was done, the loop had popped up and was literally pushing through her back. The patient wanted to know why the loop turned on its side coming out from the left and looked like something should have been found in there. The reporter noted that it had been a very bad experience and the stimulation therapy did work some, but it didn't work the way it was supposed to like when she had it put in. It was noted the patient would have never had it put in if she knew the relief she was going to get was so small. It was noted that until the loop came undone, the device was doing great and then once that happened, it never worked the same. The reporter noted the patient had been on all kinds of pain medications. It was noted that when the patient turned it on, she got a little bit of help and it was "a lot of through for all of that." The reporter noted that the patient had already met with a manufacturing representative and did reprogramming and it didn't change anything. It was noted that the patient was feeling stimulation but wasn't getting coverage. It was noted that the patient stated it had been a rough 3 years.